Event description:
Pt reported obtaining elevated blood glucose results (404 mg/dl - "hi"), while using the suspect device. Pt stated that, in spite of delivering additional insulin, his blood glucose results remained consistently high. Pt reportedly began experiencing symptoms of hypoglycemia (sweating, "out of it"), which prompted a friend to contact emergency med svs, on his behalf. Pt stated that, upon their arrival, he was treated a glucose injection, after which his blood glucose measured 27 mg/dl (on paramedics' blood glucose monitor). Pt stated that, at the same time, the suspect device measured 599 mg/dl. Pt indicated that he was also given an intravenous saline solution. Pt was not transported to the hosp for additional treatment. Pt stated that, the day before, he summoned emergency med svs twice, for treatment of low blood glucose. Pt stated that, on each occasion, he was treated with glucose, by the paramedics. After the second hypoglycemic event, pt was transported to the hosp, where he was treated with an intravenous saline solution, and given food (after which, his blood glucose measured 303 mg/dl). Pt's current condition: feeling fine. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.